Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test at 0.08695 inches. No bolus anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 33 mg/dl at the time of incident and other blood glucose value was 35 mg/dl. Customer reported that insulin was delivering over bolus. It was unknown that auto mode feature was active or not at the time of event. Customer treated with carbohydrate. The insulin pump will be returned for analysis.